Event description:
It was reported that the wire detached, resulting in patient complications and additional intervention. The target lesion was located in the severely calcified and severely tortuous right coronary artery. A 1.25 mm rotapro and rotawire drive were selected for treatment. During the procedure, the guidewire kinked. As the rotating burr was advanced to the wire kink, the wire snapped and perforated the vessel. Pericardial effusion and a cardiac tamponade were experienced requiring balloon tamponade and pericardiocentesis. The wire and burr were removed, but the distal portion of the wire remained in the distal portion of the vessel. The wire fragment was immobilized with a stent and the procedure was completed without further complications. The patient was admitted to the hospital, fully recovered and was later discharged.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned the conclusion code of adverse event related to procedure following a review of the reported event details, an available information. It is likely that the issues could be related to factors that can occur with the interaction between the rotapro and rotawire, as well as operational factors such as handling/technique at the moment to manipulate both devices, causing the reported events. To conclude, regarding the patient and impact codes of unretrieved device fragments (udf), perforation, cardiac tamponade, pericardial effusion, additional device required, hospitalization or prolonged hospitalization, unexpected medical intervention. The assigned cause code is adverse event related to procedure since due to the observed detachment as a result of the kink, an additional device was required to stent the detached portion against the vessel, leading to a perforation, cardiac tamponade, pericardial effusion, causing that hospitalization was required for the patient, which can be attributable to factors that can occur during procedure with the use of the device. Additionally, according to medical review, the clinical event is anticipated in nature and severity.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the wire detached, resulting in patient complications and additional intervention. The target lesion was located in the severely calcified and severely tortuous right coronary artery. A 1.25 mm rotapro and rotawire drive were selected for treatment. During the procedure, the guidewire kinked. As the rotating burr was advanced to the wire kink, the wire snapped and perforated the vessel. Pericardial effusion and a cardiac tamponade were experienced requiring balloon tamponade and pericardiocentesis. The wire and burr were removed, but the distal portion of the wire remained in the distal portion of the vessel. The wire fragment was immobilized with a stent and the procedure was completed without further complications. The patient was admitted to the hospital, fully recovered and was later discharged.